Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm on the insulin pump. Prior to the alarm, they went swimming for 15 minutes. The customer¿s blood glucose level was 230 mg/dl. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly. Unable to perform the functional testing including the self -test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with moisture damaged on motor assembly, cracked case along the side of the belt clip rails, cracked select button keypad overlay and minor scratched lcd window.